Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was possibly fractured. The lead stopped pacing and sensing, and high impedance was noted. It was noted that although the lead was not pacing, the patient had an escape rhythm. A temporary pacer was used and then the lead was capped and replaced. No patient complications have been reported as a result of this event.